Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a stage 3 pelvic organ prolapse, an enterocele, a cystocele, a rectocele, urinary incontinence, hypermobility, and retention. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with laparoscopic sacral colpopexy with extension of graft and deep dissection of the vesicovaginal space for correction of midline and lateral cystocele, rectocele repair and aspiration of bladder. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision of 5/8/08 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.